Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, a larger than expected drop in longevity was observed. This was reported to be midlife behavior of the device. The patient will continue to be monitored normally.